Event description:
It was reported that high impedance was observed two days post implant. The pocket was opened up and the lead easily came loose from the header. The lead was reinserted into the header, and impedance measurements were acceptable. The system remains implanted.

Manufacturer narrative:
No medwatch form was received.